Manufacturer narrative:
The technician replaced the scale power control board and the external alarm to resolve the issue.

Event description:
The technician alleged the bed exit alarm was very faint. No pt impact.